Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site radiologic technologist (rt) reported that, when performing a confirmation spin, the viewing station of the imaging system screen became black and unresponsive. The site restarted the viewing station of the imaging system several times and eventually resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
An analysis on the logs was performed by medtronic personnel, however the logs provided no additional insight into the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.